Event description:
Said customer tanned friday in 2003 about 6 pm. Monday customer called the tanning salon and said they got burned friday. They didn't go to the doctor during this period of time. Reporter have never had a claim to this date.. They think if a person got burned they would call the following day.